Event description:
It was reported that during the stent implantation process using the stent graft etlw1620c124ee endur ii limb, a large amount of blood clots appeared after the stent graft was implanted. There was no pre-operative thrombus in the vessel. The patient was being treated for an aneurysm in the abdominal aorta, which was 60mm in size. Thrombolysis was performed to resolve the blood clot issue, and subsequently, a bare metal stent was used to expand the large stent. It was confirmed that no blockage occurred and the stent graft was not compressed. The cause of the event could not be determined by the healthcare professional, but it may be related to a failure to add heparin on time. The event was resolved after thrombolysis and the use of the bare metal stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.